Manufacturer narrative:
Results of investigation: it was reported that during surgery, while using the device, a change in surgical technique had to be performed due a issue presented. It is unknown if the targeter was invalid or if the device broke. No delay or injury reported. The associated sureshot targeter, used in treatment, was returned and evaluated. A visual inspection of the returned device showed blemishes on the grey silicon overmolding. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A functional evaluation was performed and indicated the targeter has not been recognized by the interface. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management files revealed that this failure mode has been identified. No medical documents were received for investigation. Since it was no delay or injury reported; no further clinical/medical assessment is warranted at this time. The device was manufactured in 2017. The sureshot targeter is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Several potential factors that could contribute to the reported event are from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. A second generation targeter has been released and is available for use. Please reference device 71692851 when replenishing. Based on this investigation, the need for corrective action is not indicated at this time. No additional actions are being taken at this time; however smith and nephew will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery, while using the device, a change in surgical technique had to be performed due a issue presented. It is unknown if the targeter was invalid or if the device broke. No delay or injury reported.